Manufacturer narrative:
(Conclusions) - the conclusion is that the burns were caused by skin-skin contact. Skin-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Also, it was observed that high sar levels were used on this pt. Warning messages for these high sar levels were displayed on the system. However, the operator decided to coninue to use high sar levels. These kinds of incidents can be prevented by separating bare skin parts of the pt by wedges or cushions. The instructions for use already contains extensive warnings on this matter. No corrective action is required on the install base.